Manufacturer narrative:
Product analysis: analysis was able to confirm the reported display color issues and that the stylus was unresponsive. The micro processor unit (mpu), hard drive, and overlay were all replaced. The software was reloaded. The device passed final functional and system tests. No other anomalies were found. Concomitant medical products: product ID: 2067, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the latest update for the programmer failed; once the software update completed, the programmer presented with a blue screen. Upon restarting the programmer, it then presented with a black screen. It was further reported that the programmer screen was not responding to touches in one sector of the screen and the programmer was unable to boot up. The programmer was returned for service. There was no patient involvement.